Event description:
I severely burned my eyes mistakingly using clear care solution as I would my all purpose saline solution. This product is too similar in packaging and the warning are not clear. As with most other victims, I used it when I was staying elsewhere and thought the product was just like the one I buy. It is too easily mistaken for saline and can cause permanent damage. It is absurd not to ask the clear care company to change the look of this product and make the warning extremely clear on the bottle itself. Please help make them accountable for this negligence. Medication not administered to or used by the pt. Immediately after cleaning my contact and putting it into my eye, I was severely burned. I had a terrible time removing my contact because my eye would not open. I googled burned eyes and read tons of accounts of the same mistake. This is a major problem that must be addressed immediately. The product needs to change the packaging, and make the product look totally different for the saline products. It's like making a firecracker look exactly like a candle. (B)(4).